Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). The returned products were visually inspected and the reported event (black and white stains on packaging) was confirmed. A review of the device history records did not identify any related deviations or anomalies during the manufacturing process. The root cause of the reported event is likely to be due to the friction of the porous coating against the packaging during transit, resulting in scuff marks on the packaging and porous coating becoming loose during transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. 51-101060, stem, lot 3450146; 51-104150, stem, lot 3560777; 51-104160, stem, lot 3391432; 51-105150, stem, lot 3777606; and 51-104150, stem, lot 3249535. Event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11465, 0001825034 - 2018 - 11466, 0001825034 - 2018 - 11467, 0001825034 - 2018 - 11469, and 0001825034 - 2018 - 11470.

Event description:
It was reported that during inspection, staining was found on the sterile packaging. Attempts have been made and no further information has been provided.